Manufacturer narrative:
(B)(4). The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events.

Event description:
Wong, s. H., eldridge, p. R., duffy, a., fox, s. H., varma, t. R. K., fletcher, n. A. Two cases of unexpected long-term improvement of parkinson's disease after sublthalamic nucleus deep brain stimulation removal. British journal of neurosurgery, 2011; 25(2); 281-283 summary: two patients with parkinson's disease (pd) treated successfully with subthalamic nucleus deep brain stimulation (stndbs) for 3, 4 years are reported, who demonstrated a persistent improvement following removal of stn-dbs for late infection. Possible hypotheses are discussed, whether a microlesioning effect or a disease-modifying effect of stn-dbs, though neither adequately explain this phenomenon. Reported event: a (B)(6) man with a history of idiopathic parkinson's disease was successfully implanted with a dbs system. Thirty-four months after implant, dbs system was removed due to late infection. The patient recovered without sequela.